Manufacturer narrative:
(B)(4). Date sent: 10/30/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what device was used? Exact code unknown. What color cartridge were being used? Unknown. Any difficulty with the device during the procedure? Unknown. Was the device used on the appendicular stump and/or the meso appendix? Unknown. How was the post operation bleed identified? Unknown. What was the site of the bleed identified and how was the bleed addressed? Unknown.

Event description:
It was reported that during an laparoscopic appendectomy procedure, the patient experienced a post-op bleed and required reoperation. No additional information available.